Event description:
This event is deemed reportable based on the fact that the info provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: allergic reaction to latex which has caused serious & permanent injuries and the plaintiff continues to suffer great physical & mental anguish. At this time, an investigation of the specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unk if safeskin corp is responsible for this event, as safeskin is one of several mfrs named in this lawsuit. Neither a specific co nor product is specified. However, an investigation will be initiated if info becomes available which would aid such an investigation (e.g., product code, lot number).